Manufacturer narrative:
Citation: steiner j et al. Mechanical intervention for aortic valve stenosis in patients with heart failure and reduced ejection fraction. J am coll cardiol. 2017 dec 19;70 (24):3026-3041. Doi: 10.1016/j.jacc.2017.10.040. Epub 2017 dec 11. Earliest date of publish used for event. No unique device identifier (serial/lot) numbers were provided; without this information, it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a review of the epidemiology and pathophysiology of aortic stenosis with heart failure and reduced ejection fraction and a summary of the current registry and clinical trial data applicable to this frequently encountered high-risk group. All data were analyzed from 20 published studies. The study population included an unspecified number of patients (patient demographics were not provided), an undisclosed number of which were implanted with a medtronic corevalve bioprosthetic valve. No serial numbers were provided. Among all patients, 30-day mortality, cardiovascular mortality and long-term mortality were reported in the review. Based on the limited available information, medtronic product did not cause or contribute to these deaths. Among all patients, adverse events included: new permanent pacemaker implantation, new-onset left bundle branch block, patient prosthesis mismatch, and reduced left ventricular ejection fraction. Multiple manufacturers were noted in the literature; based on the available information, a direct correlation could not be made between medtronic product and the observed adverse events. No additional adverse patient effects or product performance issues were reported.